Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen is dim and the dim display issue had gotten progressively worse over the past year. Patient stated that the display issue was not resolved by contrast reset or by battery change. Patient denied that there was trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 02/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/14/2014 with the following findings:during investigation, the display screen was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.